Event description:
Caller indicated the relion micro meter was giving high readings. Caller was having low blood sugar symptoms and was incoherent during the time of the readings. His readings were coming up as 154, 192, 44, 180. He does not know how many minutes apart they are due to he was incoherent. He talked to his doctor and he told him that he was having low blood sugar symptoms and they were treating him for high blood sugar readings due to the readings the meter was giving them. I had him check his memory to give me exact numbers but the memory kept switching numbers on him and he has had the meter since december and the only readings in the meter was 155, 112, and 109. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.